Event description:
The event is reported as: the customer alleges that there is a presence of dubious stains such as mould when taken out of the package.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.